Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a circumcision procedure on unknown date and the suture was used. The suture tore/broke on post-op day 1-3. No further information is available.